Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a dissection/ bleeding occurred. During a farapulse procedure indicated for paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. The physician obtained venous access. The initial venous needle puncture captured the vein and artery in one puncture which was not discernable during the beginning of the procedure and throughout the procedure. At the end of the procedure once device removed, an arterial bleed occurred. Bleed became present once faradrive sheath removed, and anon-boston scientific perclose stitch closed. Due to being unable to stop arterial bleeding, patient sent to theatre with vascular team to investigate bleeding where two arterial stents inserted to close arterial tear. Evacuation of excess blood around initial wound site also performed. The patient is expected to fully recover. Patient was hospitalized and later they have been discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Correction to the initial MDR in block(s) f10 and h6 - patient codes, sections f. For use by uf/importer and h. Device manufacturers only. It was indicated that the device will not be returned for evaluation (disposed by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a dissection/ bleeding occurred. During a farapulse procedure indicated for paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. The physician obtained venous access. The initial venous needle puncture captured the vein and artery in one puncture which was not discernable during the beginning of the procedure and throughout the procedure. At the end of the procedure once device removed, an arterial bleed occurred. Bleed became present once faradrive sheath removed, and anon-boston scientific perclose stitch closed. Due to being unable to stop arterial bleeding, patient sent to theatre with vascular team to investigate bleeding where two arterial stents inserted to close arterial tear. Evacuation of excess blood around initial wound site also performed. The patient is expected to fully recover. Patient was hospitalized and later they have been discharged. The device is not expected to be returned for analysis (disposed).